Manufacturer narrative:
A siemens service engineer went to the customer's site. Results of the visit are pending. Since non reproducible results were observed on two advia centaurs at this site, it is likely that the issue was caused by sample handling. No conclusion can be drawn. The cause of the non reproducible tni ultra results is unknown. The summary and explanation of the test section of the instructions for use states the following: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with tni results in aiding the diagnosis of mi."

Event description:
Customer reported a falsely elevated advia centaur xp troponin ultra (tni ultra) result compared to repeat testing of the same sample and a subsequent sample from the same patient. It is unknown if patient treatment was prescribed or altered based on these results. The patient was admitted to the hospital and received a blood transfusion. It is unknown as to whether the admittance to the hospital and/or the blood transfusion were due to the falsely elevated advia centaur tni ultra result. There was no report of adverse health consequences due to the discordant tni ultra results.